Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements that were greater than 3000 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. The patient was brought into clinic for testing. Noise could be reproduced with arm movements. High capture thresholds greater than 3.5 volts were also observed. There were stored atrial tachy response (atr) episodes with the atrial noise and oversensing. Technical services (ts) analyzed the presenting electrogram (egm) and found possible oversensing of the ventricular signal on the atrial channel as well. X-rays were taken and were unremarkable according to the health care professional (hcp). Ts provided troubleshooting recommendations and suspected a potential lead integrity concern. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information this lead was explanted due to suspected fracture and high out of range pacing impedance measurements. A new ra lead was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements that were greater than 3000 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. The patient was brought into clinic for testing. Noise could be reproduced with arm movements. High capture thresholds greater than 3.5 volts were also observed. There were stored atrial tachy response (atr) episodes with the atrial noise and oversensing. Technical services (ts) analyzed the presenting electrogram (egm) and found possible oversensing of the ventricular signal on the atrial channel as well. X-rays were taken and were unremarkable according to the health care professional (hcp). Ts provided troubleshooting recommendations and suspected a potential lead integrity concern. No adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. A fractured outer coil conductor was observed approximately 295 mm from the terminal end. Fracture characteristics are consistent with clavicle/first rib damage. Analysis concluded that the clinical observations of the out-of-range pacing impedances and high capture thresholds were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements that were greater than 3000 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar sensing configuration. The patient was brought into clinic for testing. Noise could be reproduced with arm movements. High capture thresholds greater than 3.5 volts were also observed. There were stored atrial tachy response (atr) episodes with the atrial noise and oversensing. Technical services (ts) analyzed the presenting electrogram (egm) and found possible oversensing of the ventricular signal on the atrial channel as well. X-rays were taken and were unremarkable according to the health care professional (hcp). Ts provided troubleshooting recommendations and suspected a potential lead integrity concern. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information this lead was explanted due to suspected fracture and high out of range pacing impedance measurements. A new ra lead was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.